Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 404 mg/dl at the time of incident. Customer's other blood glucose levels were 345 mg/dl, 378 mg/dl, 415 mg/dl. Customer treated with insulin bolus for high blood glucose. Customer continue with troubleshooting and advised to speak with doctor regarding insulin dosage. The device will not be returned for analysis.